Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced tubing connector detached from infusion set (cannula part/base piece) event. The infusion set had been used for 2 days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.